Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device not returned.

Event description:
It was reported that a mis -programming error occurred using guardrails, the customer stated: when programming the pump, the rn(s) are supposed to choose either rate or dose. In the situation of the safety zone, the rns entered 10 into the rate field (ml/hr.) And not the dose field (mg/hr.). The customer requesting a product enhancement changed so that rate is not an option. Although requested there was no additional event details or patient harm/consequences provided at this time.

Event description:
It was reported that a mis -programming error occurred using guardrails, the customer stated: ¿when programming the pump, the rn(s) are supposed to choose either rate or dose. In the situation of the safety zone, the rns entered ¿10¿ into the rate field (ml/hr.) And not the dose field (mg/hr.). The customer requesting a product enhancement changed so that rate is not an option. Although requested there was no additional event details or patient harm/consequences provided at this time

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿programming error". Based on the crb review and the limited information provided no further investigation actions will be performed. The customer confirmed that the device had ¿programming error¿ which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. H3 other text : device was not returned to manufacturing facility